Event description:
Pt receiving nicardipine drip at 5mg/hr. Medication 40mg in 200ml. Bag completed in 3hrs 20min. Floor and top of alaris IV pump wet. Unknown if liquid was nicardipine medication, however once pump and tubing were changed, dosage of medication needed to be increased to control blood pressure. Pump, tubing and empty medication bag given to manager brian. Pt suffered no adverse effects. Bag should have run in over 8 hours. Unclear if bag leaked of or there was a pump error.